Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of non-sustained oversensing were observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored.